Event description:
It was reported while using unspecified bd extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when luer-locking to IV catheter, it appears that it is on and tight, but upon flushing then it leaks all over and needs to be tightened. This happened at least 2 times today. And, it seems that we have had multiple issues with these bd sets the past few months. Additional info from customer: (B)(6) 2023 -is there any adverse event or serious injury happened? Rn got sprayed in face by saline -please provide event date. (B)(6) 2023 -what is the total occurrence number? Please provide a specific number. 8 -are you able to provide sample to bd for investigation? If no, can a photo be provided? No -can you please provide correct material and batch number? As provided mz3509 and (10)23059003 are invalid. Not at this time, will for next occurence -as reported you have had multiple issues with these bd sets the past few months. What are the issues? Have you reported to bd before? Saline lock does not always luer lock correctly on to the IV catheter, but it appears to be correct. Saline either squirts out when flushing or runs down patient arm.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown b.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.